Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review. The outcome was not device or therapy related and was attributed to the multi-organ failure. Device parameters for the patient were not within normal limits as they experienced low flow alarms with sepsis. The heartmate 3 lvas IFU (rev. C) lists death, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. It was reported that support was withdrawn because of multi-organ failure and sepsis. The pump was not explanted and will not be returned for evaluation.